Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt with a dermoid cyst underwent an open ovarian cystectomy four months ago. During the procedure, the surgeon applied the absorbable adhesion barrier to the ovary. Post-operatively, the pt returned with pain. A diagnostic laparoscopy found what appeared to be a wadded up ball of adhesion prevention material in the cul de sac which was removed.